Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was missing anticoagulant additive in 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was missing anticoagulant additive in 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The photo was reviewed and the indicated failure mode of sample clotting was observed. A total of 100 retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode clotting. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.